Event description:
The customer reported that there were no alarm tones coming from the data base. There was no patient involvement or events during this incident.

Manufacturer narrative:
The philips remote service engineer performed testing remotely and confirmed that there was a speaker issue not producing tone. Results of functional testing indicate the speaker needed to be replaced. The device was operational after repairs were completed. The device speaker was replaced onsite by philips field service engineer. The device with the new speaker passed all test after replacement. The investigation concludes that no further action is required at this time. Reporting address: (B)(6) reporting address: (B)(6) reporting institution phone: (B)(6) reporter phone: (B)(6)